Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system lost power when the c-arm was moved. When the system loses power it renders the system unusable and unable to see a live image. There is no report of injury or death associated with the event described in this complaint.